Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the peritonitis and other indications. The cause of the peritonitis was not reported. The patient was hospitalized for the another indication. One day prior to death, the patient began treatment for the peritonitis with gentamicin, 4 mg/l added to each bag of dianeal and vancomycin, 2 grams added to each bag of dianeal (frequencies were not reported). The following day the patient passed away. The treatments with gentamicin and vancomycin were ongoing until the time of death. The cause of death was reported to be due to peritonitis, end stage renal failure, frailty, and fall with right neck of femur fracture. Dianeal and extraneal therapies with the homechoice device were ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.